Event description:
It was reported that, "the pt was complaining of pain which resulted in a left total knee revision."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. D4 - catalog number and lot code of other device listed in this report. Cat# 6642-2-200 lot # 982238 description: dura duration all poly pat xlg. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.